Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05256. It was reported that a kink occurred. During a left atrial appendage closure procedure, a 27mm watchman ® laa closure device & delivery system (wds) was inserted into a watchman ® access system (was). When the physician deployed the device for the first time, it was not in good position. Therefore, he recaptured it and removed it from the patient's body. The physician found that the wds and the was were kinked; however, the was only a "bit kinked." The wds was exchanged for another of the same and used with the same was to complete the procedure. There were no patient complications and the patient's condition is stable.